Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alerted the customer that it could not calibrate after inserting a new sensor. The customer's blood glucose level was 446mg/dl at the time of the incident. The customer was unable to calibrate the insulin pump and went to a rehearsal dinner which led to their high blood glucose. The customer was assisted with troubleshooting the calibration alarm and resolved the issue. The customer declined troubleshooting for high blood glucose. The insulin pump and sensor will not be returned for analysis. Frn-model unknown ¿ reservoir.